Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were impedances on lead. Low impedance or short impedance values 10 on electrodes 11 and 12. During a normal reprogramming appointment, rep performed an impedance check and lead connectivity check. Lead connectivity was good, but there were impedance issues on electrodes 11 and 12. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.